Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was gained via the left radial artery. The target lesion was located in the proximal right coronary artery (rca). An unknown manufacturer's guide catheter was placed and the physician experienced difficulty advancing a 4.00x24mm promus element stent delivery system (sds) to the target lesion. The physician also experienced difficulty attempting to draw the stent back into the guide catheter. The physician observed angiography imaging showing stent damage to the proximal edge of the stent. The sds was pulled back from the rca and the stent was deployed in the brachial artery followed by post dilation with a 5.0x8mm quantum maverick. The physician then gained access via the right radial artery and deployed a non-bsc stent at the target lesion. No further patient complications were reported. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is combination product. (B)(4). (B)(6). Device eval by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is user / use error. The physician attempted to withdraw the device back into the guide catheter. However, the dfu states do not attempt to pull an unexpanded stent back into the guide catheter, as stent or coating damage or stent dislodgment from the balloon may occur. (B)(4).